Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments. Case #: (B)(4). Case subject: npi 8100 error flow block. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v9.33.0. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has an 8100 module giving him a flow block error during patient side occlusion. Sn: (B)(4).failure device type: systems maintenance. Failure problem type: v10.33. Failure mode: see case notes. Case resolution: had the biomed restart the system and following the system maintenance user manual of turning on the 8015 manually into maintenance mode before connecting to the program. Explained that if they just connects the 8015 with a regular startup, the factory test data points would not be loaded. Biomed did a pm on a 8100 with no errors. Biomed ended call.